Event description:
It was reported that a cartridge alarm occurred with the tandem mobi pump. The customer replaced all affected supplies. Technical support advised the customer to disconnect the pump and provided instructions for loading a new cartridge and delivering a bolus. The customer successfully completed the bolus, and as a resolution, technical support dispatched a replacement pump. The customer was also informed about the actions required upon receiving the new pump and instructed to return the defective pump within 10 days.